Event description:
It was reported that after receiving the duodenovideoscope back from repair, friction was noted when sending items down the scope channel and the elevator is difficult to position. At the time of event, the patient was undergoing an endoscopic retrograde cholangiopancreatography (ercp), which could not be completed as the physician was unable to maneuver the scope to access the common bile duct causing a delay in patient care. It was relayed that the patient was stable. It was further relayed that the procedure was deferred to interventional radiology (ir) as it had to be completed urgently. No specific details were provided. It was reported that the device was inspected prior to use. There were no reports of patient harm. Additional information has been requested from the customer contact but has not been provided at this time.

Event description:
This report is being supplemented to provide additional information received from the customer. It was additionally reported that it was hard to push the cannula through the scope and also that when they are moving over the elevator, it felt like it was getting caught. The scope also felt tight and very hard to get in the right position. The customer was using a non-olympus guidewire when the friction and positioning issue occurred. It was further clarified that the procedure was not cancelled.